Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from guerbet. (B)(6) female patient, received 78ml of optiject 350 (ioversol), injected via an automatic injector at a flow rate of 2.8ml/second and 2.6ml/second into the antecub for a CT scan of the abdomen and pelvis on (B)(6) 2010. The patient experienced an extravasation of 15ml at the injection site with a hematoma. The product had been reinjected into the other arm and the patient was treated with ice and massage. The reporter evaluated the case as non serious but did not assess the relationship between optiject 350 and the adverse drug reaction.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(4) 2010. The injector was not evaluated by covidien service after this event occurred. A preventative maintenance was performed on this unit in (B)(4) 2013 and proper operation was verified.